Manufacturer narrative:
B3: date of event is unknown. D4: lot is unknown; hence UDI is unknown. Radiographic image results updated: 1) lateral x-ray multilevel lumbar interbody fusion. 2) ap xray of 1 some subsidence of expandable grafts at lower implanted level seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a device used for spinal therapy. It was reported that bioth the cages impinged onto upper endplate of l4/5 disc patient reported cramping leg . There were no further complications reported regarding the event.

Event description:
Additional information was received from the manufacturer representative stating that the procedure involved was transforaminal lumbar interbody fusion at l4/5. No revision surgery planned.

Manufacturer narrative:
B5: updated with additional information. D4: lot is updated along with the UDI details. E1: initial reporter details are updated. E3: occupation is updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H7: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.